Event description:
Myeloneuropathy [myelopathy]. Hypocupraemic [copper deficiency]. Chronic systemic zinc poisoning [metal poisoning]. Sensory motor axonal polyneuropathy [peripheral sensorimotor neuropathy]. Compromise of the spinal cord (particularly at the level of the posterior columns & pyramidal tract) [spinal cord disorder]. Definitive impossibility of carrying out normal activities / extended temporary incapacity [activities of daily living impaired]. Case description: a letter was received from a lawyer representing a female consumer of unknown age who used kukident plus crema adhesiva, number and frequency of applications unknown, from 2004 to an unknown date. The consumer suffered a form of hypocupraemic myeloneuropathy, characterized by serious compromise of the spinal cord (in particular at the level of the posterior columns and pyramidal tracts) and the peripheral and sensory nerved (sensory-motor axonal polyneuropathy), stabilized since 2008. Tests and investigations performed at a neurological clinic allegedly appeared to show the neurological pathology was associated with severe depletion of copper in the body, due to chronic systemic zinc poisoning. The zinc poisoning was attributed to prolonged use of the product for the application of dental prostheses. The pathology caused permanent disability of not less than 80% and produced extended temporary incapacity and made carrying out normal activities impossible. Medical history: dental prosthesis user. Concomitant medication: no information was provided. The outcome of the case was: not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.